Event description:
It was reported that a sheath leak occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Transseptal puncture was performed and left atrial access was achieved and mapped with an hd grid. A large puddle of blood was then seen leaking out of the faradrive sheath. The sheath was flushed substantially. A farawave catheter was inserted into the faradrive sheath, however, back bleeding from the valve of the sheath was still noted. The physician did not perceive this remaining back bleeding as significant enough to perform a sheath exchange, and the procedure was completed successfully with the original sheath. No patient complications were reported. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.